Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was identified as dislodged during normal follow up. No patient symptoms were reported. Rep reported the physician elected to explant the lead. No additional information was available.